Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 29th may 2010 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Manual power ups under one minute duration were recorded during this time and may indicate the user was power cycling the device. Multiple manual power ups of ten minutes duration were observed in the device memory on the (B)(6) 2015 and then between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time and a further pad-pak was installed which also became depleted. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.